Manufacturer narrative:
Batch review performed on 05-sep-2022: lot 090082: (B)(4) items manufactured and released on 31-mar-2009. Expiration date: 2014-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 12 years and 1 month after the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the medacta cup with a competitor cup and revised the medacta head with a medacta head. The surgery was completed successfully.